Event description:
A doctor reported to baxter (B)(4) that air was found in the tubing. The set had been used for 90 days. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The root cause cannot be determined. The returned sample did not show any evidence of air leakage. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.